Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id3301i) was used for a cranioplasty surgery on (B)(6) 2022. Ceramic ha was used for the artificial bone. On (B)(6) 2022, patient's body temperature reached 38.5 degrees and rose to 39 to 40 degrees the following day. Allergies was suspected due to high eosinophils. Patient was given antibiotics and antipyretic and is in the follow up.

Manufacturer narrative:
The duragen (id3301i) was not returned for evaluation since the unit was used and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. Additionally, no retained sample evaluation was recommended because no lot number was reported as part of the complaint. A request for a medical/scientific affairs assessment was made. A complaint evaluation was received from scientific affairs which concluded the following: ¿firstly, we have not seen a confirmed allergic reaction to duragen since launch in 1999, so I would say that is very unlikely. Secondly, the patient responded immediately to antibiotics and antipyretics, if it were an allergic reaction to collagen, it would likely last as long as the material took to resorb and would not be so easily controlled. Two most likely causes would be a bacterial infection from the skin, or aseptic meningitis from endotoxin contamination during the procedure. A bacterial infection would be controlled by antibiotic treatment and the antipyretic, aseptic meningitis would resolve by itself with symptom relief provided by the antipyretic.¿ based on the limited information provided and the scientific affairs assessment, the complaint is considered not related with product use and unconfirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.